Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the qa tech reported that the right rear tube clamp was loose. Since the event occurred during routine testing, there was no pt involvement during this event.